Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the clinician that the md attempted a right subclavian placement. The introducer needle insertion was normal, but dilator advancement was met with some resistance & overcome. The sales representative felt there was resistance to catheter advancement & with spring wire guide (swg) withdrawal through catheter, as swg was uncoiled for 10 - 15cm. Patient was sent to x-ray for confirmation of complete swg removal, image seemed normal. Catheter is still indwelling. When questioned, clinician stated he routinely withdraws swg into introducer needle when encountering resistance advancing swg, then readvances swg. The sales representative advised him that this was not recommended & showed him cvc insertion poster instructions. Md said he did not pull swg back during this insertion. Insertion was third catheter placed of a 25 catheter trail and trial was discontinued.